Event description:
It was reported that the siderail joint broke and gave away. It was further reported that a patient fell out of the stretcher onto their head. Attempts are being made to gather potential injury and treatment details from the user facility.

Manufacturer narrative:
The device was not evaluated and the serial number could not be obtained.

Event description:
It was reported that the siderail joint broke and gave away. It was further reported that a patient fell out of the stretcher onto their head. It was further reported that the patient was not harmed.